Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ping meter has a power issue. This complaint is classified according to the documentation of the customer care advocate. The patient's diabetes is managed with an insulin pump. The patient claimed the power issue began on (B)(6) 2013 at 10 am. Approximately 7 hours later, the patient reportedly developed symptoms described as "nausea and vomiting." Around the same time, 5 pm, the patient administered self treatment with bolus insulin. The patient was able to obtain a blood glucose test of "368 mg/dl" at 7 pm. The patient reportedly continued with her regular insulin regimen after the power issue began. During troubleshooting, the patient verified there was product misuse. Based on the information provide, the battery did not require to be replace. The meter did not power on with the insertion of the test strip or the power button. The issue was not resolved with training. This complaint is being reported because, the patient had elevated blood glucose reading and symptoms suggestive of hyperglycemia after the power issue began. The lfs products were replaced and requested back for investigation.

Manufacturer narrative:
Follow-up (4/29/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter was found to have a dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.